Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead has displayed unstable/high superior vena cava (svc) defibrillator coil impedance and reprogramming was completed to "turn off" the svc coil. It was discovered during a implantable cardioverter defibrillator (ICD) change out procedure that the set screw for the svc coil was not fully engaged all the way when the device was removed from the pocket for changeout. The poor connection between the ICD and lead resulted in the high impedance readings. The device was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.